Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl with symptoms of dehydration (dizzy, lightheaded), polydypsia, nausea, and small ketones associated with an insulin on board (iob) issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the iob was not calculating correctly into the bolus total. It was reported that the current iob was 10.31 and the current bg target range was 120+/- 10mg/dl; bg entered for testing is 200 mg/dl; carbs entered for testing 30g; the recommended amount from the pump was 6.0 units. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an iob issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No insulin delivery interruptions or pump malfunctions were observed in the black box download. The pump settings confirmed the insulin on board (iob) was set to 5 hours. The pump settings confirmed the insulin to carbohydrate ratio was set to 1u:3g. The insulin sensitivity factor was set to 25mg/dl. The pump passed a delivery accuracy test and was found to be delivering within required specifications. An ezcarb bolus for 30 carbohydrates with a blood glucose of 200 mg/dl while iob was 10.34 units was performed using the patient¿s settings and the pump correctly calculated a 10 unit bolus. The iob was present in the calculation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.